Event description:
It was reported that an alert was received on the remote monitoring system indicating that there was a high out-of-range shock impedance measurement of greater than 200 ohms on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. The previous value was 41 ohms and the shock impedance had been stable during the year prior to this alert. Isometrics and pocket manipulation were done, but the high impedance was not reproduced. There were no stored events and the presenting electrogram (egm) was clean with no noise present. The health care professional (hcp) decided to continue monitoring by having the patient perform patient initiated interrogations via the remote monitoring system over the next several days to check the shock impedance measurements. This product remains in service. No adverse patient effects were reported.